Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.

Event description:
According to the reporter: during a laparoscopic sleeve gastrostomy, the device was unable to fire and locked on tissue when they cut the stomach. It was removed by using the blue button. Another device was opened to complete the procedure. No patient injury noted.